Manufacturer narrative:
Corrected, d3 - manufacturing plant address 1, city and zip code. One device was returned for analysis with complaint of motor drive system failure. This alarm can occur if the pump is not plugged into ac power during power up, and the battery is nearly depleted. No previous noted in the last 12 months. Review of event log did not show any errors. Complaint was confirmed with onboard diagnostic tests. Upgraded software from 1.6.1 to 1.6.5. Device was calibrated and validated by using onboard performance testing.

Event description:
It was reported that there was a motor drive system failure. There was no patient involvement.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date.investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.